Event description:
A report was received that the patient was explanted due to an infection at the ipg site. Patient's symptoms were pus and bulging at the pocket site.

Event description:
A report was received that the patient was explanted due to an infection at the ipg site. Patient's symptoms were pus and bulging at the pocket site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-50, serial#: (B)(4), description:artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Manufacturer narrative:
Additional information was received that the patient was given IV antibiotics for six weeks. The infection has resolved and the patient was reportedly doing well.

Manufacturer narrative:
Additional information received indicates that the physician believes the infection was not device or procedure related.

Event description:
A report was received that the patient was explanted due to an infection at the ipg site. Patient's symptoms were pus and bulging at the pocket site.